Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens in the left eye using the ci-28 delivery device. During insertion of the lens, the haptic tore while advancing through the injector. Intervention was performed in order to enlarge the incision, and remove, and replace the lens. A second crystalens intraocular lens was implanted successfully. According to the surgeon, the pt's visual outcome is stable and no additional treatment is needed. Reference MDR #2031924-2010-00225.

Manufacturer narrative:
Root cause: according to the surgeon, the lens damage can most likely be attributed to the lens possibly having been loaded incorrectly into the injector. (B)(4).